Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
The complaint states that sensor failure after warm up was reported. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that she woke up around 6:00 am and started vomiting. Her sensor had failed overnight, so she checked a finger stick blood glucose and it was 500 mg/dl. She got a ride from a friend to the hospital, where she was checked in around 8:00 am with diabetic ketoacidosis (dka). She was given an IV saline infusion and was released the next morning. At the time of the report several days later she was in good condition. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.